Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Based on the evaluation of the claimed device, the incident occurred on a maxi move lift, which uses a jib (lifting arm) as the main component to raise and support the patient. The lifting arm was equipped with a load cell (weight sensor for patient weight measurement), to which a t-bar was connected via a component called the combi adaptor. The t-bar serves as the attachment point for the spreader bar. According to the design, three mechanisms are intended to prevent the t-bar from detaching: a bolt securing the combi adaptor to the load cell; grooves in the load cell providing mechanical engagement; a cotter pin inserted into the load cell. In this case, the spreader bar installed on the t-bar detached from the lifting arm¿s load cell. The device condition suggests the spreader bar may have been subjected to an impact (e.g., collision with an object), which caused the bolt to shear and the load cell grooves to deform, ultimately allowing the spreader bar to fall off. According to maxi move instructions for use (001.25060.en) rev. 11 from jan/2014, there is also a requirement to test whether the spreader bar is properly attached: ¿to ensure that the attachment is safely connected and secured to the t-bar, hold the attachment firmly with both hands, without pushing on the locking clip thumb pads, and lift the attachment upwards firmly (...). If the attachment becomes dislodged from the t-bar, do not use the maxi move. Contact your local arjohuntleigh agent.¿ the maxi move lift did not meet its specifications because the t-bar with the spreader bar detached from the lifting arm. The arjo product was directly involved in the reported incident. The malfunction occurred during a patient transfer, causing the patient to fall and resulting in an injury.

Event description:
The device evaluation revealed that the spreader bar installed on the t-bar detached from the lifting arm equipped with a load cell. It occurred during a patient transfer, causing the patient to fall. The incident resulted in a patient injury. No further details regarding the injury have been provided despite clarification attempts.